Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a new implant on (B)(6) 2021, the patient called the nurse on (B)(6) 2022 noting swelling in their left hand. A compression garment was advised and the subject presented in clinic for a post check on (B)(6) 2021 where it was noted the swelling had gone down. On (B)(6) 2021 the patient called in again stating their arm was swollen, tingly and warm. An ultrasound was performed on (B)(6) 2021 and revealed upper extremity occlusion deep vein thrombosis. Medication was administered. The issue was resolved without sequelae.